Manufacturer narrative:
(B)(4) - no sample was returned for evaluation. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to corporate product surveillance (cps) regarding an unknown quantity of v-link luer activated devices in which "either from ER or radiology; when using with a power injector, basically the tubing blew up." Patient involvement is unknown, however, there was no injury or adverse event reported. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.